Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that episodes of vf and ventricular lead noise was observed through merlin.net transmission. Review of transmission showed multiple ventricular lead noise episodes occurred during atrial arrhythmias. Lead dislodgement was noted. Lead was explanted and replaced.